Event description:
It was reported that, during a tha, a surgeon could not dissociate a v40 trial head form a centpillar tmzf stem. Therefore, he finally dissociate it with a bone clamp.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.